Event description:
The customer reported that their analyzer "got very hot" after changing the batteries. There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries in any device may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.